Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery (mca) using a benchmark 6f 071 delivery catheter (benchmark) and non-penumbra sheath. During the procedure, while placing the benchmark in the patient, the physician noticed the proximal section near the hub of the benchmark became ovalized and broken. Therefore, the benchmark was removed. The procedure was completed using a new benchmark and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned benchmark was fractured at approximately 5.0 cm from the hub. The device was kinked at approximately 67.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed a fracture on its proximal end. If the device is forcefully advanced against resistance or otherwise manipulated at extreme angles outside the patient body, damage such as a kink and subsequent a fracture may occur. Further evaluation revealed a kink on the midshaft. This kink was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.